Event description:
The implant fracture of a lying innex sc, which was originally suspected as a differential diagnosis on the x-ray image, was not confirmed intraoperatively. But the indication was a ligamentous instability of the patient.

Manufacturer narrative:
Additional information which was received on jan 12, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient was implanted with an innex sc knee implant on an unknown date and revised on an unknown date due to a suspected fracture of the innex sc insert that was not confirmed intraoperatively. According to the physician, the cause was ligamentous instability of the patient. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Communication: on dec 22, 2020, it was notified via email that the patient was scheduled for revision surgery due to a suspected fracture of the innex sc insert. On jan 12, 2021, the sales representative reported that the surgeon confirmed in a call that the intraoperative findings showed that there was no implant fracture. The reason for the revision was ligamentous instability of the patient. Since there was no product-related event, no further information is provided by the hospital. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Conclusion: it was reported that the patient was implanted with an innex sc knee implant on an unknown date and revised on an unknown date due to a suspected fracture of the innex sc insert that was not confirmed intraoperatively. According to the physician, the cause was ligamentous instability of the patient. Due to the lack of medical records documenting the reported revision and the ligamentous instability, this complaint cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer did receive per for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and revision surgery was planned due to implant fracture.